Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 483mg/dl. The customer stated that she was treated at the hospital on (B)(6) and then sent home. The customer was hospitalized on (B)(6) again. The customer stated that she was in intensive care for four days. The customer stated that she attempted to give herself a manual injection, but her glucose level rose quickly. The customer stated that she was experiencing high blood glucose for the past week. The customer was disconnected from the insulin pump and was treating with manual injections. The customer stated that the doctor requested the insulin pump to be replaced. The customer mentioned that there are cracks on the insulin pump display. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.